Manufacturer narrative:
The (ipg and leads) were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation and that stimulation was not occurring in the intended location, despite program optimization. High impedances were observed, and x-ray imaging demonstrated minimal lead migration. The patient also reported increased charging demands. All device components were explanted and discarded by the medical facility.

Event description:
It was reported that the patient experienced inadequate stimulation and that stimulation was not occurring in the intended location, despite program optimization. High impedances were observed, and x ray imaging demonstrated minimal lead migration. The patient also reported increased charging demands. All device components were explanted and discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17139409. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17139409. UDI: (B)(4).